Manufacturer narrative:
Analysis did not confirm the complaint. The shaft was kinked at 491mm and 512mm distal to the strain relief. The balloon was inflated to its nominal pressure and the balloon length measured shoulder to shoulder was 4cm. A review of the manufacturing documentation revealed no anomalies or deviations in the manufacture of this batch. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.

Event description:
It was reported that during a balloon dilation procedure, the patient experienced pain. The area of treatment was a valve of a congenital vascular pulmonary stenosis with a moderate level of stenosis. During the second dilation of the xxl balloon to a maximum of 8 atms, the patient experienced "strong pain" which lead to "changes" on the monitor. The physician noted that the xxl balloon's size had changed. Following removal of the balloon from the patient, the patient experienced no further complications. The procedure was completed with another device. Patient status was reported as 'stable'. When the physician removed the balloon from the patient, he measured it on the table and it appeared to be larger than what label indicated.